Event description:
Complainant alleged that during the incoming inspection of the device, after the device was powered on, it then shut off on its own. There was no pt involvement in the reported malfunction.